Manufacturer narrative:
Corrected filed: h6(remove "analysis of production records/3331" code from type of investigation). The fat performed a visual inspection and found the part to have a bent pin. Also found residue of what appears to be saline. Please see attachment. Fat verified the reported failure but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10.it was reported that the cardiosave intra-aortic balloon pump (iabp) battery will not be inserted in battery slot 2. There was no harm or injury to the patient and no adverse event was reported. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed that the battery would not insert properly in slot 2. I found dry saline on the battery and in battery slot 2. The pins on the power slot interface were out of place. I replaced the pcba, pwr slot interface assembly and the battery is now able to be inserted in slot 2 properly. I performed a pm, and a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs. The unit returned for clinical use and was returned to the customer.

Event description:
N/a.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) unit battery will not insert in slot 2. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.